Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support as an escalation from the impella cp and decannulated from venoarterial extracorporeal membrane oxygenation and after approximately 47 days of support, the patient was taken to the operating room with a plan to change from right axillary impella 5.5 to left axillary impella 5.5 due to persistent infection of the right axillary surgical site. The surgeon turned down the impella to p-2 and saw patient was pulsatile not requiring pressors, heart failure was called and decided to remove the right axillary impella 5.5 and then c-shock called to decide on replacing the impella 5.5 in left axillary or leaving patient unsupported. No further information was noted other than the device explant date two days later. The outcome of the patient is unknown.

Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
B.7 revised information as it was previously entered incorrectly on the initial report that was submitted. E.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. H.11 added instructions for use as they were inadvertently omitted from the initial report that was submitted. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ the product was received and the investigation was completed. Device history review was completed and the pump passed all post sterile inspection criteria. Clinical details reported on the 16th day, an infection was observed at the right axillary impella site and cultures came back with gram negative bacilli. The returned product had no kinks or abnormalities observed on the pump. Biomaterial was observed on the outside of the cannula, but it likely occurred during explant and it's unlikely that it's related to the patient injury. In order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and component code were updated accordingly based on the completed investigation.